Event description:
The customer reported that while the unit was in use on a patient, the unit was making a loud humming noise. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
During evaluation of the unit, the company representative observed that the pump's rpm's jumped above normal levels, and the unit displayed electrical test failure 50 (motor speed out of specification). The company representative replaced the motor controller board. The unit was tested to factory specification. It functioned normally and was returned to the customer.